Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation not sealed requiring additional stenting. Device issue: leak - stent graft. It was reported that an attempt was made to seal a vessel perforation with a 4.0 x 12 mm and 4.0 x 16 mm graftmaster. Although both stents were successfully deployed, they did not seal the perforation. A third graftmaster (3.5 x 16 mm) was deployed and the perforation was sealed. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - the device was not returned to abbott vascular instruments for investigation, therefore, it is not possible to make an informed judgement as to the root cause of the complaint. The device was in working order and left abbott vascular instruments as per specifications. It is reported that the stent graft was used as per the indication. It is possible that the stent used in the procedure was not long enough to cover the entire perforation, or that it was not placed correctly over the perforation. The jostent graftmaster indicated is being reported under MFR # 2024168-2008-00437.